Manufacturer narrative:
For this investigation, organic top sheet herbal super pads lot code 251220-8742 coa was reviewed and confirmed all testing met specifications and quality compliance was confirmed.

Event description:
On 17-apr-2026, this spontaneous report was received from a consumer via email regarding a female consumer (age not provided) in association with a super cooling pad. On an unspecified date, the consumer applied a super cooling pad topically. After two days of using the product, her hemorrhoid became inflamed. She thought it was due to the chemicals in the pad. She did not think the scent should be in the pad. On an unspecified date she went to her doctor's office. She anticipated seeing a surgeon on (B)(6) 2026. Follow up was unsuccessful in obtaining additional information.